Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system. [Inspection of the endoscope] - inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the water feeding function 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the customer's original reported issue of reduced angulation was confirmed. Due to wear of the angle wire, bending angle in up direction does not meet standard value. The play of up down knob is also out of the standard value. The angle wires were stretched. The following additional findings were also noted: assorted scratches, discolorations, dents, peeling coating on the connecting tube, peeled adhesive around light guide lens, cracked light guide lens, chipped objective lens, peeled adhesive around objective lens, crack on the electrical contact of the endoscope connector, wrinkle on the universal cord, corrosion on the up down knob, shaved forceps channel port, water removal ability does not meet the standard value, and a streak of flare appears in the image due to adhesive peeling around the objective lens. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, reduced angulation with use of evis lucera elite colonovideoscope. There were no reports of patient or user harm associated with this event. The device was returned, and olympus repair center identified foreign objects in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation of the returned device.